Event description:
The customer reported while changing the infusion set, he removed the reservoir and realized that there were still 20 units left in the reservoir. The blood glucose reading was 85mg/dl. Troubleshooting was performed, and the insulin pump alarmed as well the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime and basic occlusion tests due to a loose drive support disk. Damages to the display window and a cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.